Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low; cause was not known. Reportedly, the customer consumed lollies to address bg level. Reportedly, issue was resolved.